Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Approximate date of event was "a few weeks" prior to (B)(6) 2016.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink duo-vent continuo-flo set did not work properly and resulted in an overinfusion. This occurred during a patient's infusion of an unknown drug using gravity. The reporter stated that the user did not make sure that the roller clamp was fully seated because the roller clamp was very stiff. The baxter sales representative (bsr) explained to the reporter that if the roller clamp was not completely closed, flow would not be controlled. The bsr reviewed proper procedures with the reporter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.